Manufacturer narrative:
Initial findings not confirmed. The instrument passed the hard grip force test in all attempts when tested in-house. There were also no cut fail events seen in logs. The instrument was found to fail the continuity test. The housing was removed, and it was noted that one of the conductor wires was broken at the crimp at the proximal end. The issue was discussed with manufacturing engineering, and it was discussed that the conductor wire could potentially break proximally because of operator error during crimping. The instrument was placed on in house system and failed the seal test. There is no loose cable at the proximal end that would have caused the failure. There are no logs depicting this failure. The root cause of the conductor wire broken proximally at the crimp can be attributed to manufacturing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the vessel sealer extend would not work when plugged in. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the product didn¿t work when plugged in. Nothing could be done.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was placed on in house system and failed seal test. There is no loose cable at the proximal end that would have caused the failure. There are no logs depicting this failure. The review of logs displayed fifteen failures with error which confirms a failed cut test. The instrument blade was extended by articulating the input. Visual inspection displayed no damage to the blade or blade cable. The instrument was placed on an in-house system and passed engagement, recognition and cut and seal tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.